Event description:
It was reported by service report that the scale was not accurate and the footboard control function was intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor repaired, parts ordered to repair cpu.